Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted as of this time. A report received on (B)(6) 2016 stating that this lead was involved? With infection? The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).